Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that interrogation of the pt's sys controller revealed a pump stoppage event. The sys controller was replaced and the issue was resolved. No further info is available at this time.

Manufacturer narrative:
The device was returned to the MFR for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
Upon investigation, the report of pump stoppage was confirmed based on the retrieved log file. The log file contained 240 entries from approximately 32 days of events and captured one brief pump stoppage. The analysis could not determine the root cause of the brief pump stoppage recorded in the log file as the returned system controller was functionally tested and the atypical pump stoppage was not observed or reproduced. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.